Event description:
It was reported that they had been getting an out of regulation (oor) code and ¿call your doctor¿ icon on the patient programmer since (B)(6) 2015. They were unable to adjust stimulation. This was a new implant showing oor message. The patient was walked through clearing the oor but when the device was turned back on the oor message came back on, they turned stimulation off then on and oor was cleared. The issue was resolved. Reference manufacturer¿s report number: 3004209178-2015-06084.

Event description:
Additional information received reported the implantable neurostimulator (ins) battery depletion was not normal and the out of regulation (oor) error messages may have been due to high impedances from a damaged extension. The manufacturing representative had requested analysis of the ins to verify that the ins was functioning properly and the oor error messages were limited to the damaged extension. There was no patient injury or death and the patient had recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l74116, implanted: (B)(6) 1999, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387-40, lot# l74116, implanted: (B)(6) 1999, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 3387-40, lot# j0120724v, implanted: (B)(6) 2002, product type: lead.

Event description:
It was later reported that the patient had a battery replacement on the date of this report due to getting error codes several times. They had been advised that the ins was defective. They had known about a high impedance issue on the right side device during the most recent round of device replacements which was on (B)(6) 2015. On the date of this report during the revision they replaced the ins as well as the extension. The ins was found to be the cause of the previous oor.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387-40, lot# l74116, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# j0120724v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
All additional information will be reported in manufacturing report #3004209178-2015-06084